Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when deploying, before putting the specimen in the bag, it broke. The bag broke upon deployment, and wasn¿t used to retrieve the specimen. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was returned with the metal ring partially retracted. The specimen pouch was completely separated from the ring. The specimen pouch was uncinched. The pull ring was seated in the handle. The string was intact. The plunger and metal ring advanced and retracted properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.